Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13609. Related manufacturer reference number: 2938836-2019-13610. It was reported that when the patient presented at a follow-up in clinic, the pocket was found to be infected. A full system extraction was performed and the patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.